Event description:
As reported by the end user, during the procedure, the wire is uncoiling. Multiple attempts have been made to ascertain further details of the event and the pt condition.

Manufacturer narrative:
The reported defective device has been returned to the MFR. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B)(4).